Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that they had "a bad fall and hit the cheekbone, but didn¿t hit anywhere near the implant".

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the stimulator was working just fine. No device was impacted by the fall. No further complications were reported or anticipated. ***MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event. ***